Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. To correct the failure, the getinge stm replaced the batteries. The stm completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp unit was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement; thus, no adverse event was reported.